Event description:
Information was received that reported a patient was hospitalized in 2007, due to hyperglycemia. Reportedly, the patient began vomiting the day before. In the early morning hours, the next day, she was transported to the hospital. Upon admit, the patient's blood glucose was 380-400mg/dl with ketones, the patient was treated with IV fluids and insulin. A review of the device history shows no abnormalities or inconsistencies. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.